Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller advised that the head set adhesive looked folded and did not look how it normally looks. The customer alleged that the defective adhesive caused the infusion set not to stick. No adverse event alleged. Device not available for return.